Manufacturer narrative:
Per tandem¿s user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was connected to the pump during the fill tubing step of the load process. Blood glucose level was in the 50 mg/dl range. Customer went to the emergency room (ER) and consumed sugar. Bg was monitored. After 30 minutes, customer left the ER feeling better. Bg was in the 100 mg/dl range. Recommendation was made to consult with healthcare provider regarding diabetes management.